Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device returned to baxter an evaluation was performed. Evaluation was unable to reproduce the reported symptom system error 105, bu it was experienced at power up of the device. Evaluation determined the cause to be a seized motor. The failed motor assembly was replaced.